Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device still implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ creases is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.